Manufacturer narrative:
(B)(4).

Event description:
Helping scrub open and count for case. Found that wrapped (in package from lap pack with tubing) contained an 11 blade that, when opened, had a tip that was broken off.